Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No fragments were generated. There was no reported patient consequence.

Manufacturer narrative:
The device was not returned. A photo-investigation was performed on the image. The tightener shaft broke at the distal tip at the transition to the drive feature. The broken fragment was not visible in the image. No other issues were detected. No device identifiers were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number nw250668 was released in a single batch. ¿ batch1: lot qty of 129 units were released on feb 13, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an unknown procedure. During the procedure, the tightening shaft has been broken during the final tightening. It was unknown if there were any fragments generated. The procedure was completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) sky cam tightener shaft. This is report 1 of 1 (B)(4).